Event description:
Debonding of femoral component (aseptic loosening) after velys surgery. Revision surgery was required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).